Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was giving an error message. This has been a recurrent problem. It was recommended that the programmer be rebooted but that still did not clear the error. The programmer will not be returned due to legal reasons. No patient complications have been reported as a result of this event.